Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted the trilumen insulation was damaged 302 to 315 millimeters (mm) from the terminal pin. Additionally, trilumen insulation webbing damage was noted between all conductors in the same area. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was likely caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited noise on the rate/sense portion of the lead. The noise was oversensed and resulted in inappropriate anti-tachycardia pacing (atp). The pocket was reopened and insulation damage was noted. The lead was successfully explanted and replaced. No adverse patient effects were reported.